Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and broken fill channel. Leak test and microscopic analysis was performed which identified: sharp broken on fill channel, delamination partial of the valve, non-penetrating nicks and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A sharp broken on fill channel due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.